Manufacturer narrative:
The device was cleaned, disinfected and sterilized with no delays. The customer flushed and wiped/brushed the air/water nozzle according to procedure and cleaned with detergent with no abnormalities detected. During the device evaluation the customers allegation was confirmed, the connecting tube had buckling. Additional device evaluation findings were as follows: due to a pinhole on channel tube, water tightness was lost, due to a dent on channel tube, forceps could not be inserted smoothly, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip and a white-clouded area, the adhesive around objective lens was peeled, the adhesive around light guide lens was peeled, the paint on suction cylinder was peeled, the protector of universal cord on the scope connector side had a scratch, and the plastic distal end cover, connecting tube and the objective lens all had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope corrugated tube was buckling. No reports of patient harm were associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.